Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call he has had some issues with the insulin pump's keypad. Blood glucose value is unknown. The customer declined troubleshooting; he stated that the insulin pump is working and he was just calling to get information about the process of upgrading the insulin pump.